Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis. The customer's blood glucose level was unknown. At the ER, the customer was treated with antibiotics. The customer was released from the ER the same day. The cause for the reported issue is unknown. The customer declined to provide further information regarding the event.